Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient was admitted to the hospital for stoma site pain. The patient underwent an x-ray which revealed correct placement of the peg / peg-j tubes and was treated with unknown intravenous antibiotics. The patient reported that on an unknown date, she experienced redness and drainage at the stoma site.